Event description:
The customer obtained discordant hepatitis b surface antigen (hbsii) results on one patient sample on the advia centaur xp instrument. The discordant results were not reported to the physician(s). The same patient sample and instrument were used for repeat testing and to confirm the correct result. The customer informs that the repeat test result is reactive, and no corrected report was issued. There are no reports of patient intervention or adverse health consequences due to the discordant hbsii results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00261 on 09-april-2020.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to inform that the positive quality controls (qc) for (B)(6) and (B)(6) were low and out of range. The customer informs that calibrations were valid, and a review of patient test data identified one patient sample was affected. The customer stopped testing (B)(6) samples from (B)(6) 2020. Siemens dispatched a customer service engineer (cse) to the customer site. The siemens cse performed an inspection on the instrument and noted that it was producing incubation ring offline errors. The cse identified the incubation ring home sensor was damaged and a replacement sensor resolved the issue. During service testing, the instrument failed the daily cleaning procedure, and it was determined that cuvettes were stuck inside the luminometer module. The cse cleared the cuvettes, and the instrument was tested and completed the daily cleaning procedure. The cse performed diagnostics tests (e.g., wetwater, wetwash1, and dry test) and noted that the wetwash1 and dry completed the test, and the wetwater diagnostic produced signal error 3. The cse replaced a damaged connector in the wash manifold. The diagnostic was rerun and passed the test. The valve # 37, on the reagent manifold, was inspected and serviced to prevent blockages. The customer performed qc and calibrations, and the testing passed. The performance of the instrument was verified and acceptable. Siemens evaluated the event and service performed, and the cause of the discordant results is unknown. No new issues were reported post-service visit(s). The instrument is performing within manufacturing specifications, and no further evaluation of the device is required.

Event description:
The customer obtained discordant (B)(6) results on one patient sample on the advia centaur xp instrument. It is unknown if the discordant results were reported to the physician(s). The same patient sample and instrument were used for repeat testing and to confirm the correct result. The customer informs that the repeat test result is reactive, and no corrected report was issued. There are no reports of patient intervention or adverse health consequences due to the discordant (B)(6) results.